Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018, while trying to test, she noticed the battery icon symbol. She reported that she changed the meter¿s battery and then she was only able to see the time on the meter. The patient manages her diabetes with a combination of lantus and humalog insulin. See reported that as she was unable to obtain a result, she stopped taking humalog. She reported that 2-3 hours later, she developed symptoms of ¿light headed and sweatiness¿. She reported that she drank soda to treat her symptoms. During troubleshooting, the cca noted that the patient was not using the subject meter for the first time. The cca educated the patient on the correct testing procedure and walked her through a retest. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Light headed and sweatiness, after the meter allegedly began testing in settings mode and the patient was unable to obtain a blood glucose result.